Event description:
It was reported that, "poly exchanged for a pca poly insert. It was in pt for approx 17 years."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.